Manufacturer narrative:
The insulin pump passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Pump error 53 found in the pump history (line number = 5632 and filenumber = 2005) due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer also stated that audio issue was confirmed. The customer reported that self-test passed. Troubleshooting was performed. The customer was advised to revert to backup plan. The device will be returned for analysis.